Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As per sales rep vm message: performing a tibia plateau fracture on the left tibia utilizing axsos targeting system. While drilling distal screws through plate with targeting sleeve, drill bit broke off at tip. Tip/broken piece remained in patient. Doctor drilled a second hole in the tibia in distal portion of plate and that drill bit broke. The broken piece remained in the patient tibia. The power screw driver shaft tip broke when the doctor was putting a 4.0 locking screw in by power and advanced too far. The issue was resolved by surgeon putting in remaining screws. All three pieces are being returned.

Manufacturer narrative:
The reported incident that the ¿calibrated drill bit ø2.5mm x 285mm, ao¿ broke when the surgeon drilles for the screw hole (s-11 / breakage during surgery), could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The visual inspection of the device revealed the following: the drill is in overall a good state (the graduation are clear, no scratches in the drill body can be noticed) but the drill tip is broken. A miscroscope image shows that the breakage surface presents torque lines, which means that the reported failure mode is likely to have happened due to excessive torque being applied while twisting the drill bit. Such power, in combination with hard/dense bone could definitely deform the drill bit and lead to such a breakage. Particularly, if the drilling was in an inclined angle, in the hard bone, a bending moment could be generated, leading to a fracture of the drill bit, as the one reported. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As per sales rep vm message: performing a tibia plateau fracture on the left tibia utilizing axsos targeting system. While drilling distal screws through plate with targeting sleeve, drill bit broke off at tip. Tip/broken piece remained in patient. Doctor drilled a second hole in the tibia in distal portion of plate and that drill bit broke. The broken piece remained in the patient tibia. The power screw driver shaft tip broke when the doctor was putting a 4.0 locking screw in by power and advanced too far. The issue was resolved by surgeon putting in remaining screws. All three pieces are being returned.